Event description:
The user facility reported they did not like this drainage system because they used one and the device leaked. The sales rep reported the drainage tubing was connected to an imed and leaked because it was unconventionally set up to the system. No pt injury was reported. The sales rep has instructed the user facility on the correct set up for this device.